Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and an mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent the concurrent procedures of supracervical hysterectomy, bso, and cystoscopy during mesh implantation.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted due to stress urinary incontinence. It was reported that following insertion the patient experienced pain, erosion, extrusion, urinary problems, recurrence, dyspareunia, and vaginal scarring. It was reported that the patient underwent mesh resection on (B)(6) 2008 and excision of mesh on (B)(6) 2009. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted due to stress urinary incontinence. It was reported that the patient had a concurrent procedure of a removal of vaginal cyst and repair of umbilical hernia performed during mesh implantation. It was reported that following insertion the patient experienced pain, erosion of her internal bodily tissue, extrusion, urinary problems, recurrence, dyspareunia, vaginal scarring and other injuries, and she has undergone additional surgeries and revisionary procedures. It was reported that the patient underwent mesh resection on (B)(6) 2008 and excision of mesh on (B)(6) 2009. No additional information is provided at this time.